Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while she was changing out the insulin pump. Before the insulin pump alarmed compromised force sensor system the insulin pump would not proceed to the next screen. Customer's blood glucose level was 106 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.